Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 15mmx2.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However,on the second inflation the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. There was a 13mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).